Event description:
It was reported that two days after the system implant procedure, the patient became symptomatic and a pause of asystole was noted on telementry in which there were no pacing markers. It was suspected that the right ventricular lead was not capturing. Performance data was collected from the device and analyzed; analysis did not reveal anything abnormal and there was no oversensing either. It was noted that the patient had "critically low" potassium levels at the time of the episode and was also in chronic heart block (chb). The physician considered repositioning or replacing the lead however there was no apparent reason for the asystolic episode so nothing further was done at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).